Event description:
It was reported that during the implant procedure, inserting the atrial lead into the header of the pulse generator was difficult. The physician used silicone oil and was able to insert the lead successfully. The electrical parameters were tested and were found to be normal. The lead remained implanted. No patient symptoms were reported.